Event description:
Withdrawal symptoms were also reported. It was reported that "he thinks the pump is hanging lower and it may be straining the catheter. If he stoops forward the pump touches his leg."

Event description:
Additional information: it was reported that the pump was replaced due to normal battery depletion and end of life. The reporter stated "new pump working as before".

Manufacturer narrative:
Concomitant medical products: (B)(6) 2001. (B)(4).

Event description:
The patient experienced a return of symptoms which had been occurring for the past 2-3 refill sessions and was getting worse. At night and in the morning his pain level was about a 7 out of 10 and in the day it would settle to about a 4 out of 10, but he was still in a lot of pain. The patient was going every three months for a refill but now was getting one around day 69. The alarm was set for day 75. After refills the patient felt fine and had better pain control. It was noted that for the past 3-4 refills the actual residual volume was greater than the expected residual volume, about double. The patient had pain and a hot sensation at the pump site, though when palpating around pump he did not feel pain. If the patient made a twisting movement he had pain at the pump site and he had pain in the groin during urination or bowel movements. The patient also had numbness in the groin/buttock area and he experienced an episode of "freezing cold and shivering" in (B)(6) 2012. After this episode a catheter dye study was performed, which revealed no problem. The pump contained hydromorphone and clonidine. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
It was reported a revision was done; the pump was replaced. Patient status was noted as alive - no injury/no adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4): analysis of the pump revealed no significant anomaly. Per analysis findings the pump passed a 28 day volume infusion test and was within specifications. The pump was implanted for 69 months and the logs showed no significant anomalies. Following review of all the tests analysis concluded that there was no significant issue with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.